Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle on the bd ultra-fine¿ pen needle broke off. The following was recieved by the initial reproter: consumer reported when taking injection, patient end broke off on the right side of his stomach. Stated, it was hard pushing down on the "thumb press" when he was taking injection. Stated, he does not feel any pain but he is concerned the needle is under his skin. Stated, he felt around his stomach and he could not feel any part of the needle sticking out. Stated, did not seek medical but if anything changes, he will call back and make company aware.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the needle on the bd ultra-fine¿ pen needle broke off. The following was received by the initial reporter: consumer reported when taking injection, patient end broke off on the right side of his stomach. Stated, it was hard pushing down on the "thumb press" when he was taking injection. Stated, he does not feel any pain but he is concerned the needle is under his skin. Stated, he felt around his stomach and he could not feel any part of the needle sticking out stated, did not seek medical but if anything changes, he will call back and make company aware.